Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that, the patient faced three infusion set's cannula kinked events. Two of these events took place on (B)(6) 2025, while the remaining one occurred on (B)(6) 2025. The patient noticed symptoms within three hours of insertion. The insertion site was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.